Manufacturer narrative:
Follow-up # 1 ¿ (10/06/2014), the lay user/patient¿s meter has been returned on 09/24/2014 and evaluated by lifescan product analysis on 10/06/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultraeasy meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose up to 4-5x daily and his results are usually around ¿100-140 mg/dl.¿ the patient manages his diabetes with onlgyza pills (5 mg 1x at night).the alleged issue began towards the end of (B)(6) 2014. On (B)(6) 2014, the patient reported blood glucose results of ¿168 and 234 mg/dl¿ with the subject meter, performed greater than 20 minutes of each other. The patient continued to follow his usual dose of medication. The patient denied developing symptoms at that time. On (B)(6) 2014, the patient reported blood glucose results of ¿147 and 165 mg/dl¿ with the subject meter, performed greater than 20 minutes of each other. The patient denied making changes to his usual dose of medication at that time; however, the patient reportedly took less sugar with his meals. That same afternoon, the patient claimed he felt a symptom of blurred vision which he associated with low blood glucose. At the onset of his reported symptom, the patient retested his blood glucose and obtained a result of ¿129 mg/dl¿ with the subject meter. The patient ate a cereal bar as treatment and felt better about 20-25 minutes after. The patient alleged he may not have eaten enough sugar with his meals. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient was advised about proper test strip storage. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (10/28/2014). The patient¿s test strips #(B)(4) and #3613918 have been returned on 8/27/2014 and evaluated by lifescan product analysis on 10/16/2014 with the following findings: the test strips #(B)(4) involved with this complaint failed testing. The test strips #(B)(4) were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. The test strips (B)(4) were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.